Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, o2 auxiliary valve has a leak. The patient use information was unknown. There was no reported patient injury.

Manufacturer narrative:
There was no report of performance issues with the device and the exposure to oxygen is non-hazardous. After gehc clinical review, the reported event was determined to be non-reportable. There was no report of performance issues with the device and the exposure to oxygen is non-hazardous. After gehc clinical review, the reported event was determined to be non-reportable.